Manufacturer narrative:
H3, h6: it was reported that, during total hip replacement surgery, the tab on the trial femoral head 28 l/+8 that hold onto stem broke. No pieces fell into patient. No injury was reported as a consequence of this issue. The device intended for use in treatment was not returned for investigation. A product evaluation was not possible. No batch number was communicated so the production history review was not possible. Due to an unknown batch number, the review of historical complaints was performed on product number basis only, revealing 1 additional complaints over the past 12 months with similar failure mode. Due to insufficient information it is not possible to perform a review of past corrective actions. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. The performed investigation does not lead to an accurately determined cause. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. Due to insufficient information, it is not possible to indicate factors which could have contributed to the reported event. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" ((B)(4)), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. There is no need for further actions because of the limited information provided. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.

Event description:
It was reported that, during thr surgery, the tab on the trial femoral head 28 l/+8 that hold onto stem broke. No pieces fell into patient. The procedure was resumed, without any delay, using a s+n back-up device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
Internal complaint reference: (B)(4).